Manufacturer narrative:
Internal report # (B)(4). Device evaluated with no defect found. Returned strips produced lo readings on level 270. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer calling with an e-3 error on display. Customer is physically well right now. Verified customer was not testing with a used test strip. Strips stored and maintained properly. Customer is using proper technique. Verified the error message appears after the sample is applied. Customer tested using a new strip and thw error message appeared again. There was no medical attention due to meter error.